Manufacturer narrative:
Evaluation codes: updated. Device evaluation: one device was returned for investigation. Visual inspection found liquid crystal leakage in the liquid crystal display (lcd) and a cracked tank cover. Functional testing found the reservoir was leaking from the bottom; confirming the customer complaint. Root cause was attributed to the crack cover. What caused the crack could not be established. The service history review identified there was no indication that the complaint was related to a service of the device within the review period. No action taken due to the condition of the device. It is deemed beyond economical repair and will be scrapped.

Manufacturer narrative:
B3: date of event is unknown, no information has been provided to date. H3 - other: device has not been returned to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the reservoirs are leaky. The issue was found during preventive maintenance. No patient involvement and no patient harm.